Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (4mg/ml at .25mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was gardening and felt their pump flip in their abdomen. It was unknown if there were external factors that contributed to the issue. The healthcare provider (hcp) was unable to read pump out so the patient was taken to surgery. When the pump pocket was opened it was found that the pump was flipped upside down. Pump was moved from abdomen to back. The catheter was broken due to flipping and was replaced with a new catheter. The explanted catheter was discarded. The issue was resolved and the patient was without injury at the time of the report. The patient's weight and medical history were asked but will not be made available.